Event description:
The complainant alleged during biomed testing. The device's multi-function cable is caused the device to fail the self test. The complainant indicated that there was no patient involvement in the reported malfunction.